Event description:
On (B)(4) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving temgesic (0.5 mg/ml at a dose of 0.4 mg/day) via an implantable pump programmed to simple continuous for an unknown indication for use. On (B)(6) 2016, a hcp reported a motor stall occurred. Interrogation of the pump revealed intermittent motor stalls and manual re-starting of the pump was unsuccessful. The hcp was advised to schedule a pump replacement. The pump was scheduled to be replaced on (B)(6) 2016. Logs were received and showed the first motor stall occurred on (B)(6) 2016 at 08:56. Additional events occurred as follows; motor stall recovery occurred on (B)(6) 2016 at 19:47, motor stall occurred on (B)(6) 2016 at 02:05, motor stall recovery occurred on (B)(6) 2016 at 18:22, motor stall occurred on (B)(6) 2016 at 21:30, stopped pump period may exceed tube set occurred on (B)(6) 2016 at 21:30 and a motor stall recovery occurred on (B)(6) 2016 at 00:01. No patient symptoms were reported.

Event description:
Additional information was received. It was noted that the new pump had been implanted on (B)(6) 2016, therefore, this should be the date of the explant as well. The patient was doing well and there were no problems with the therapy. There was no information about the return of the explanted pump.